Event description:
It was reported that after a sleeve gastrectomy procedure that went well, a fistula at the top of the stomach appeared three days after the surgery on the patient operated on march 11th with the device and a gold reload. The patient's condition was stabilized by drainage and washing and did not require further surgery or a transfer to another hospital. The surgeon used clips all along the staples line. One device will not be returned.

Manufacturer narrative:
(B)(4); device was not returned for evaluation. The following information was requested, but unavailable: were any issues noted with device in initial procedure? Please clarify, were clips used along the staple line during the initial procedure or a reoperation? If during initial procedure, is this common practice for surgeon? Please explain what is meant by washing. Was a drain placed in the patient? Are photos or video available from procedure? Photographic conclusion: based on the photographic evidence of the subject plee60a device firing of an ecr60d cartridge, the event description cannot be confirmed. Unfortunately, the photographs do not provide enough evidence as to what may have caused the issue.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were any issues noted with device in initial procedure? No issue with device during the procedure. Please clarify, were clips used along the staple line during the initial procedure or a reoperation? If during initial procedure, is this common practice for surgeon? This is a common practice for this surgeon, and it was used during the initial procedure. No. Reoperation needed. The fistula has been treated without reoperation. Please explain what is meant by washing. Was a drain placed in the patient? Yes, a drain was placed in the patient this is also a common practice for the surgeon. He used the drain to treat the fistula. Are photos or video available from procedure? Please find enclosed some picture of the initial procedure. No special information on the picture, except we can see the clip. Was the patient¿s hospital stay extended due to the event? No.